Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.